Manufacturer narrative:
Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery alarm functioning properly during testing. Device functioned properly. Device received with minor scratched on lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had no symptoms and treated with manual insulin injection. Customer's blood glucose value was over 600 mg/dl at the time of the call. Customer reported that the high blood glucose levels began today and did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The device settings were correct. There were no site or insulin issues. Device did not pass the high pressure test. Customer was the device will be replaced. The product was returned for analysis.